Event description:
Customer stated that the device was smoking during a case. A back-up unit was used to complete the procedure. There was a delay of 5-10 mins in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.